Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #245803105:analysis confirmed the customer comment that the rate control knob had broken free internally. Upper case is broken around rate encoder. Both output connectors are broken. Hanger is broken. One control knob contaminated. Lower case is broken. Main seal is pinched. Three case screw are contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate control knob on the external pulse generator (epg) had broken free internally. No further information was indicated. The epg was returned for service. There was no patient involvement.